Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersensing of premature ventricular contractions (pvcs). Technical services (ts) was contacted, and ts discussed that the undersensing was the result of the pvcs being much smaller than the qrs. The s-ICD system remains in service. No adverse patient effects were reported.